Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, lot# j0177993r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that on the event date the health care provider (hcp) was checking the patient¿s catheter for patency prior to normal end of life pump replacement. It was found the catheter was occluded when attempting a dye study. The decision was to switch the patient to oral baclofen due to other comorbidities. It was reported the patient did well with the oral medications and the hcp now wanted to turn off the pump on the report date. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.